Event description:
The customer reported an uncontained clear fluid leak from the coulter hmx hematology analyzer with autoloader after running latron control. There were no reports of injuries, erroneous results, direct physical contact with the leak or change in patient treatment in connection with this event. The customer was wearing gloves when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found misaligned blood sampling valve (bsv) and rinse cup. The fse performed re-alignments and instrument verification to resolve the issues. (B)(4).